Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 21mm trifecta¿ gt valve was implanted in the aortic position. Two years after implant aortic regurgitation (ar) was confirmed however it was mild. The ar worsened over the years to moderate to severe. In (B)(6) 2021, heart failure was a concern and a semi-emergency surgery was performed on (B)(6) 2021 and the trifecta¿ gt valve was explanted and replaced with a non-abbott valve. Upon explant, the entire left coronary cusp (lcc) and non-coronary cusp (ncc) stent post were fused to the aorta which could have led to the ar. The nnc was prolapsed as well. The patient was reported to be in stable condition.

Manufacturer narrative:
Explant was reported due to aortic regurgitation. Also reported was that the ncc and lcc stent post was fused to the aorta. The investigation found that all three leaflets were torn. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site, and the cause of the leaflet tear could not be conclusively determined. However, at the time of valve explant there was evidence of fusion of a stent post to the aortic wall, which may be indicative of a narrow aortic sinus relative to the implanted valve size. A narrow aortic sinus may increase the interaction between the aortic wall and stent posts and has the potential to result in abrasion of the leaflet tissue along the stent post including the formation of pannus. The interaction between the stent posts and the aortic wall has the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, which in this case may have led to the observed leaflet tears and reduced durability.